Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported lay user had difficulty operating the bd omnitrope® pen 10 on his son due to "high resistance", stating the pen would "stick" during the injections. As reported by the customer, "high resistance patient's mother calling on behalf of her son regarding his omnitrope pen 10. Shared that the pen is "sticking". When asked for further detail on the issue caller shared her husband gives the injections and that was all the information he gave her."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported lay user had difficulty operating the bd omnitrope® pen 10 on his son due to "high resistance", stating the pen would "stick" during the injections. As reported by the customer, "high resistance patient's mother calling on behalf of her son regarding his omnitrope pen 10. Shared that the pen is "sticking". When asked for further detail on the issue caller shared her husband gives the injections and that was all the information he gave her."